Manufacturer narrative:
(B)(4). Batch #: u5a80v. (B)(4). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 17 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. After the functional test, 2 staples were noted missing along the staple line, these staples do not create a fluid path. It should be noted that product failure is multifactorial. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device. It should be noted that 100% inspection is performed by means of automated vision system to insure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
Staple fell off. It was reported that during the radical resection of pancreatic cancer surgery, open the packing and noted that some staples fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.